Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned that their previous ins stopped working. Patient services asked if the ins stopped working due to normal battery depletion, but the patient was not able to confirm. The patient noted that there was a delay with getting the ins replaced due to covid, etc. That delayed the replacement procedure.